Event description:
It was reported that error code 1871; bad lens was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received by ICU medical on 09-mar-2022 via email and was attached in complaint object: the events occurred during preventive maintenance in our facility. There was no patient involved. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of "error code 1871." The reported issue was duplicated during functional testing. The investigation determined that a damaged motor flag gear was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The motor flag gear and lens were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.